Event description:
It was reported that the screen and keyboard of the programmer were broken and that the programmer was not "functioning properly." The programmer was returned for service. The radiofrequency (rf) head was also returned, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the screen and keyboard were broken. It was also noted that the keyboard case hinges were broken, the stylus was damaged and the power cord door was damaged. (B)(4): analysis found that the cable connector was out of specification.